Manufacturer narrative:
Citation: m. Lee et al. "Transcatheter aortic valve implantation: initial experience in hong kong" hong kong med j 2017;23:349¿55. Doi: 10.12809/hkmj166030 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Associated product: delivery catheter system (dcs). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation: initial experience in hong kong. All data were collected from a single center between december 2010 to september 2015. The study population included 56 patients (predominantly male, mean age 82 years), an unknown number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients seven deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: mild aortic regurgitation secondary to paravalvular leak (pvl), coronary obstruction, stroke, major bleeding, acute kidney injury, minor and major vascular complications, second valve implant required and new permanent pacemaker implantation. Based on the available information, these adverse events may have been attributed to medtronic product.

Manufacturer narrative:
Upon receipt of additional information from the author, except the permanent pacemaker rate, none of the mentioned study complications were related to the medtronic device(s). No medtronic devices were explanted. The patient(s) average weight was reported as (B)(6). If information is provided in the future, a supplemental report will be issued.